Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the guide wire broke inside the patient at the point where the thread ends. The distal residue of the thread remained in the astragalus. The surgeon attempted and failed to retrieve the piece. It is unknown what issues this may cause for the patient but it is believed that it will not cause harm as a CT done a month showed that the wire was not interfering with the healing. They will continue to monitor the patient to see if further action is required, however as of now, no intervention is planned. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.